Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23b32av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap iii device, as the device performed as intended. The treating physician assessed the event as having a causal relationship to the embotrap iii. Additionally, the event required the prolonged hospitalization of the patient for observation. Based on this information, the event of ¿cerebral hemorrhage¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke with the targeted occlusion in the m1 segment of the right middle cerebral artery (mca), after the first pass made by a 3mm x 40mm solitaire¿ revascularization device (medtronic), the thrombus moved to the m2 segment. The complaint device, a 5mm x 37mm embotrap iii revascularization device (et309537 / 23b32av) was deployed from the m3 to the m2 segment, by following the instructions for use (IFU) to retrieve the thrombus. Continuous flush was maintained. The thrombus was retrieved. An angiography was performed and a partial bleed was observed from the penetrating branches of m2 through m3. After a short time, angiography was performed again and it was confirmed that the bleeding stopped and the procedure was completed. The patient was reported to be hospitalized. It was also reported that the patient improved without problem. No additional intervention was performed. No future treatment is planned. Per the treating physician, the bleed is not serious (moderate / minor) in severity as the patient did not have any neurological symptoms. The physician commented that there was a causal relationship between this event and the embotrap iii device, per the physician, ¿the issue could occur, which seemed [to] be inevitable due to the design of this device. Possible causes other than the product: hemodynamics of the patient.¿ on (B)(6) 2023, additional information received indicated that no intervention was performed for the reported bleed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-nov-2023. [Additional information]: on 02-nov-2023, additional information was received. The information indicated that the patient has been discharged to the rehabilitation hospital. Per the information, the patient was hospitalized at the treating hospital for 10-14 days. The embotrap iii device was used to make three passes. The reported bleed occurred after the first pass; it was a subarachnoid hemorrhage (sah) that was secondary to a vessel perforation. The information reconfirmed that no intervention was performed. The entire thrombus was almost removed after the first pass made with the embotrap iii device. The patient¿s hemodynamics was characterized by arteriosclerosis; detailed information related to whether the patient was on antiplatelet medication or whether the patient was hypertensive could not be obtained. There was no malfunction or device performance issue related to the embotrap iii device during the procedure. The information indicated that the physician did not continue to use the 3mm x 40mm solitaire stent after its first pass and the thrombus moved to the m2 was ¿because the physician believed that the embotrap was more vascular-friendly. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.